Manufacturer narrative:
Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient with an unexpected outcome, myopic surprise after surgery. The patient is not unhappy because she can read. The surgeon noted a possible lens exchange may be necessary. Additional information requested.